Manufacturer narrative:
H3: one device was received for evaluation. The device had not been in service for the past 12 months. Functional checks and visual inspections were performed. The reported issue was confirmed as the pump's flowrate was tested and was found to deliver out of specification. The expulsor will be replaced to solve the problem.

Event description:
It was reported that the switch-off pressure was not reached, delivery rate was too low. The event happened during inspection, test run. The user of the device was a technician. There was no patient involvement.